Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977c165, serial/lot #: (B)(4), ubd: 27-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the lead tail was fraying. No other details were provided. Additional information was received from the rep. It was reported that the cause was unknown. Impedances were within normal limits. No further action is planned at this time. Situation has been documented for future reference. As of now the patient is pleased with the programmed settings. The device remains in patient, remains in use.